Manufacturer narrative:
Quality control was acceptable before patient testing. The customer cleaned the ise electrode compartment and replaced all the ise electrodes on their system. The customer performed acceptable calibration and qc after ise electrode replacement. The investigation determined the customer¿s actions of replacing the electrodes resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na and ise indirect gen.2 k results for two patients from a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The customer performed repeat testing on the same analyzer, and the repeat results were determined correct. Patient 1¿s initial na result was 107 mmol/l, and the repeat result was 130 mmol/l. Patient 2¿s initial na result was 115 mmol/l and k was 3.16 mmol/l, and the repeat na result was 136 mmol/l and 4.29 mmol/l for k. Patient 2 is a (B)(6) year old female with a date of birth of (B)(6). The na and k electrode lot numbers and expiration dates were requested but not provided.